Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Blood glucose (bg) level ranged from 130's (mg/dl) to 300's (mg/dl). A supply change was performed to resolve the issue.